Event description:
Customer reported a malfunction occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction recurred; therefore, a replacement pump was dispatched. The customer reverted to an alternate method of insulin therapy.